Event description:
Information was received from a manufacturer's representative regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported that it was difficult for the patient to charge. The manufacturer's representative was using an antenna locate function and wasn't getting good values. They noted that when they had showed the patient how to charge they had been able to get coupling bars, but the patient said they had never been able to charge. The recharger will connect, but it does not get any coupling bars. It was noted that the ins was superficial and it was at an angle in the pocket, and also that the patient had lost some weight. A replacement antenna was sent to the patient, but that did not resolve the issue. The manufacturer's representative said that the patient had been putting off getting an x-ray to check for a possible ins flip. It was noted that an x-ray was planned for (B)(6) 2017 to determine if a flip had occurred. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep): it was reported that the patient had not have an xray yet as they ended up back in the hospital due to seizures. The patient has an appointment with their physician on (B)(6)2017 where the implant will be checked. No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received form the rep reported that the x-rays showed that the ins had flipped in the pocket. The patient was to have a pocket revision as soon as their cardiologist gave them the ok. It was unknown if the seizures were related to the device/therapy. No further complications were reported.